Event description:
Customer reported patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Patient presented with striae in the right eye on (B)(6) 2014. Surgeon completed a lift and stretch in the right eye on (B)(6) 2014. Following lift and stretch in the right eye patient developed diffuse lamellar keratitis (dlk) and had residual striae in the right eye. Physician started patient on pred forte. By day 5 post lift, dlk had resolved but the striae was still present. On (B)(6) 2014 post op, visual acuity sans correction was 20/25+ in the right eye and 20/20 in the left eye.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.